Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that he was unable to recall the date the alleged issue began; however, stated that it was 2-3 months prior to contacting lfs. The patient claimed obtaining a blood glucose reading of ¿about 600 mg/dl¿ with the subject meter which he felt was high compared to his feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with self-adjusted insulin (unspecified type and dose) and he claimed that in response to the alleged issue, he administered 50 units of insulin. The patient denied developing any symptoms as a result of the alleged issue. He stated that he then contacted his home nurse who advised him to go to the hospital immediately. Upon arrival at the hospital, the patient stated that he was treated for low blood sugar by a health care professional (hcp) with sugary drinks and that he was kept in overnight to stabilize his blood glucose. The patient was unable to recall if his blood glucose was tested at the hospital or what the result was. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that at the time of testing, ¿control test¿ had not been manually selected. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.